Manufacturer narrative:
Invacare was made aware of an event in (B)(6) involving an irc9lxo2awq-UK stationary concentrator which was manufactured by invacare sanford. Invacare is filing this report because the irc10lxo2, made at invacare owned sanford and sold in the us has been determined to be similar in design. The units were returned, and (B)(6) service team tested the units from 1-9 lpm and they worked as intended on all settings. The alarm was likely caused by a use issue (e.g. Kinked tubing). The user manual states: "danger! Risk of injury or death. This product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine. Do not use in parallel or series with other oxygen concentrators or oxygen therapy devices."

Event description:
The patient¿s wife reported to dolby vivisol, that the patient was using the concentrator when it started showing a green light and beeping. She said it worked fine for a minute, then it turned off, and back on, and the patient was struggling. When the dolby agent called back 5 minutes later, the agent was advised that the patient had passed away. The patient was palliative and was prescribed 15lpm, 24 hours per day, it is believed they were using 2 irc9lxo2 concentrators to achieve this flow rate.